Manufacturer narrative:
Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.

Event description:
Possible bowel injury. Pt presented with infection. Colo-rectal surgeon determined the infection was near the incision site. Pt treated with anti-biotics. The event is described as a "possible bowel injury" because a bowel injury was suspected but has not been confirmed.